Event description:
It was reported that an unspecified malfunction occurred. Approximately on (B)(6) 2023, the reporter mentioned in a social media post that her daughter had been in a coma because the g6 had become disconnected from the phone, and no alerts were received. According to the post, the patient now had brain damage because of the coma. It is stated that the patient ¿pulled through¿ but was still forgetful, had fits and blackouts. There was no additional information provided, and no patient contact information was available to follow up. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code 3191. Patient was unable to identify device issue therefore a more specific code could not be selected.